Event description:
Post procedure, the lead was found dislodged. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
A complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. X-ray examination of the entire lead was normal. After cleaning the lead, the helix could be extended and retracted from the connector pin. The full helix extension length was measured and found to meet specifications. Electrical testing did not find any indication of conductor fractures or internal shorts visual examination did not find any anomalies.